Event description:
N/a.

Manufacturer narrative:
Updated fields: b1, b4, e2, e3, g3, g4, g7, g8, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions), h10, h11. Corrected field: d1, d4 (version or model#),g1 (contact person ¿ mfg site).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse disconnected the color video received cable and reconnected it. The iabp is working fine, the screen works normally. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use the cs300 intra-aortic balloon pump (iabp) had a white screen. There was no patient involvement, and no adverse event reported.